Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter tip maker was not visible under fluoroscopy. Upon assessment of the removed marathon, there was no maker found. There was no patient injury. A new marathon catheter was used to treat the patient. The devices were prepared and used per the instructions for used (IFU). This event occurred during the treatment of transarterial embolization (tae).

Manufacturer narrative:
The marathon micro catheter was returned without a dispenser coil. An unknown guidewire was returned stuck within the lumen of the micro catheter. The marathon total length and useable length were measured and found no longer to be within specification, as the marathon catheter was found broken at the distal section. The catheter tip and marker band were not returned with the catheter. Approximately 6.4 cm of the marathon catheter was found separated and missing. No damages or irregularities were found with the marathon hub. The catheter body was found to have accordioned damage at the distal section. The tubing material at the broken end exhibited plastic deformation (jagged edges and stretching) with the elliptical wire exposed. Per instruction for use: ¿the marathon¿ is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010¿ or less sized guidewires. The marathon¿ is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter.¿ the outer diameter of the guidewire was measured to be 0.01360. Therefore, the returned guidewire is not compatible for use with the marathon micro catheter. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿marker band dislodged¿ was confirmed. The tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. It is likely use of the oversized guidewire lead to the catheter break as well as the accordioning found on the micro catheter body. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. Marker band dislodgement is unlikely to occur without experiencing excessive resistance. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal or if the distal tip was entrapped within the liquid embolic can cause the catheter to snag causing the tip to become separated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.